Manufacturer narrative:
Investigation: customer returned (10) sealed 32g x 4mm bd pen needles from lot 8304794. Consumer stated no insulin flow during injection. All 10 returned samples were examined, and then tested for flow using a test pen injector: all 10 tested pen needles passed. As no manufacturing defects were observed on the returned samples, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
Material no: 320883. Batch no: 8304794. It was reported that during use of the bd pen ndl 32g 4mm there was no insulin flow during injection. The user does not prime before use. The following information was provided by the initial reporter: consumer stated no insulin flow during injection. Does not prime before use. Lot: 8304794 expiration 2023-10-31 item: 320883.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 320883, batch no: 8304794. It was reported that during use of the bd pen ndl 32g 4mm there was no insulin flow during injection. The user does not prime before use. The following information was provided by the initial reporter: consumer stated no insulin flow during injection. Does not prime before use. Lot: 8304794, expiration 2023-10-31, item: 320883.